Manufacturer narrative:
The ge representative conducted an onsite investigation. The representative tightened the wires in the hubble connector. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system would not fluoro. No pt injury was reported.